Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one (B)(6) medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was unable to be duplicated. Device was able to pass functional tests, however error was found in the device event log history to have happened. Service will replace the downstream occlusion (dso) sensor for preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a cassette not attached alarm with a cassette attached. No patient was involved in this event. No adverse effects were reported.